Event description:
In this event, it was reported that sm dental implants failed to osseointegrate. On (B)(6) 2013, the dentist decided to remove it.

Manufacturer narrative:
Based on the inspection results and DHR review, the returned product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across the implant system. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.